Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag was leaking from the middle administration port. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with solution in the bag found leaking inside a zip lock bag. Visual inspection was performed after draining the solution and no physical defect of the sample was noted that could have contributed to the reported condition. Functional testing was performed by filling the bag with tap water. A leak from the spike port cap was identified. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.